Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the biliary during an endoscopic biliary sphincterotomy procedure performed on may 10, 2021. During the procedure, it was noticed that, both the direction of the catheter tip and the cutting wire of the autotome rx 39 were incorrect when it exited the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned autotome rx 39 was analyzed, and a visual evaluation noted that the working length was torn from the distal end of the rx channel to the distal tip which is consistent to the finding when the device was observed under magnification. In addition, the distal tip, including the cutting wire, were slightly misoriented. A functional evaluation noted that the device was able to bow correctly when tested both outside and inside the scope, with no resistance felt. It was noticed that the distal tip of the working length was found slightly misoriented. No other problems with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the working length was torn and the distal tip, including the cutting wire were misoriented. Based on the condition of the device, the problem torn working length found could have been caused by the manipulation of the device with possible factors encountered during the procedure, the interaction with another device and/or the manner as the device was handled, affecting the correct position of the distal tip (misorientation). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the biliary during an endoscopic biliary sphincterotomy procedure performed on (B)(6) 2021. During the procedure, it was noticed that, both the direction of the catheter tip and the cutting wire of the autotome rx 39 were incorrect when it exited the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.